Event description:
It was reported that during a procedure the tip of the unit broken in the shoulder of the pt. It was further reported that the broken pieces were removed from the pt.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.